Event description:
It was reported that this right ventricular (rv) lead was dislodged and was sitting in the atrium. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.